Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had frozen screen and audio beep anomaly. The customer states the pump had unresponsive buttons. The customer's blood glucose level was 124mg/dl. The customer's levels had been as low as 46mg/dl. The customer treated the lows with juice. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with frozen display and constant tone due to faulty connector on mother board. We were unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to frozen display. After replacing faulty connector all buttons responded properly and the operating currents are within specification. No low battery alerts noted. The keypad connector and keypad trace was inspected and no anomalies noted. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.